Manufacturer narrative:
The reported event is unconfirmed. Visual: received one (1) used 2-way catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Verified material number 2758j14 and manufacturing lot number ngjy5146. Visual inspection noted that the balloon was partially inflated prior to the start of this evaluation. Deflated balloon passively using the returned syringe with no cuffing noted. Inflated balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon passively in 38 seconds with some cuffing noted on the balloon (B)(4). This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The reported event is unconfirmed; a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water of the foley catheter could not be removed and the balloon could not be returned. Per notification from investigator on 26jan2026, it was reported that cuffing was observed during sample evaluation on 26jan2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water of the foley catheter could not be removed and the balloon could not be returned.